Manufacturer narrative:
Investigation summary: evaluation revealed the target device as primary product. The speedlock sleeve returned was regarded as associated product. Appearance of item and inspection records identified the target device returned being of old design version. Deviations in the inspection documents were not found. A check of the function on (B)(4) of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. Functional test revealed function of the target device returned was still given although significant cracks were visible in the cfr-material. The alleged distal targeting issue could not be reproduced. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the alleged event(s) were mainly based in the intra-operative procedure. The target device returned was documented as faultless prior to distribution and as it had been in use for a longer time (more than 8 years) we pre-suppose that this target device had fulfilled its tasks in former surgeries as intended. Reasons for misaligned drilling and misaligned distal locking screws are various. Potential miss-targeting can also be caused but is not limited by e.g. Ensure that the nail holding bolt is still fully tightened. Avoid soft tissue pressure on the distal locking sleeve assembly- therefore the skin incision would be made (co-linear) in direction of the sleeve assembly. Check that the distal locking sleeve assembly with the trocar removed is in contact with the lateral cortex of the femur and is locked securely with the speedlock sleeve knob. Confirm final locking screw placement with a/p and lateral fluoroscopic x-ray. Neutralize the power tool weight during drilling procedure and do not apply force to the targeting arm. Start the power tool before having bone contact with the drill. Use sharp and center tipped drills only. Regarding misdrilling the operative technique has already been modified by ecn (B)(4). Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. Collateral findings: it could be assumed that the cracks found are the result of internal material stresses enforced by multiple sterilization- and cleaning processes over the years of being in use. Internal lab test report (B)(4) and (B)(4) revealed that deviation due to cracks does not lead to increased damages at the nail. This indicates that the interlaminar crack do not influence the targeting performance critically. Referring to compiled hat (B)(4) it was concluded that no action in the market should be performed. The brochure instructions for cleaning, sterilization, inspection and maintenance ((B)(4)) shows several examples of damages and recommends removing such damaged products. With engineering change notice ecn (B)(4) the material of the cfr-arm has already been changed in order to improve stiffness and avoid cracking. Lab test (B)(4) had verified the suitability of the new material. The above noticed significant cracks are clearly visible and should have been noticed already during required checking of the instruments which is required by the IFU prior surgery.

Event description:
It is reported by the of the hospital that during a surgery procedure, the surgeon couldn't find the whole for the distal locking.

Event description:
It is reported by the of the hospital that during a surgery procedure the surgeon couldn't find the whole for the distal locking.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.